Manufacturer narrative:
The reported events of helix mechanism issue and stylet insertion difficulty were confirmed while the reported event of inadequate capture was not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported events of helix mechanism issue and stylet insertion difficulty was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that a sudden rise in capture thresholds was observed on the right ventricular (rv) lead. A procedure to re-position the rv lead was scheduled. During the procedure, a lead helix retraction and extension issue was observed. A stylet also could not be fitted into the rv lead's lumen. A lead malfunction was suspected. The rv lead was therefore explanted and replaced. There were no patient consequences.